Manufacturer narrative:
Additional information: b5 correction: d10 concomitant medical product.

Event description:
User facility charge nurse (cn) reported a dialyzer blood leak. Upon follow-up, the facility administrator (fa) confirmed the reported event and stated the blood leak occurred within the first couple of minutes into the patient¿s hemodialysis (hd) treatment initiation. The fa confirmed that the machine, a fresenius 2008t machine, did not alarm with a blood leak alarm as the blood leak was visually detected immediately before it had time to reach the sensor. Blood leak test strips were not used. The leak was visually observed in the hanson lines. The fa also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. The fa confirmed that the leak was external flowing into the drain. The fa stated that there was no defect or damage seen on the dialyzer. The fa stated that the patient¿s estimated blood loss (ebl) was approximately 250 cc. The blood was not returned to the patient. The fa confirmed that the facility entered an adverse event report, the physician was notified, and antibiotics and blood cultures were obtained. There was no growth after the 5th day. The patient was restarted on a different machine and treatment completed successfully with new supplies. The biomed tested the machine and found no faults. The fa stated that the dialyzer was available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility charge nurse (cn) reported a dialyzer blood leak. Upon follow-up, the facility administrator (fa) confirmed the reported event and stated the blood leak occurred within the first couple of minutes into the patient¿s hemodialysis (hd) treatment initiation. The fa confirmed that the machine, a fresenius 5008t machine, did not alarm with a blood leak alarm. Blood leak test strips were not used. The leak was visually observed in the hanson lines. The fa also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. The fa confirmed that the leak was external flowing into the drain. The fa stated that there was no defect or damage seen on the dialyzer. The fa stated that the patient¿s estimated blood loss (ebl) was approximately 250 cc. The blood was not returned to the patient. The fa confirmed that the facility entered an adverse event report, the physician was notified, and antibiotics and blood cultures were obtained. There was no growth after the 5th day. The patient was restarted on a different machine and treatment completed successfully with new supplies. The fa stated that the dialyzer was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
User facility charge nurse (cn) reported a dialyzer blood leak. Upon follow-up, the facility administrator (fa) confirmed the reported event and stated the blood leak occurred within the first couple of minutes into the patient¿s hemodialysis (hd) treatment initiation. The fa confirmed that the machine, a fresenius 2008t machine, did not alarm with a blood leak alarm as the blood leak was visually detected immediately before it had time to reach the sensor. Blood leak test strips were not used. The leak was visually observed in the hanson lines. The fa also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. The fa confirmed that the leak was external flowing into the drain. The fa stated that there was no defect or damage seen on the dialyzer. The fa stated that the patient¿s estimated blood loss (ebl) was approximately 250 cc. The blood was not returned to the patient. The fa confirmed that the facility entered an adverse event report, the physician was notified, and antibiotics and blood cultures were obtained. There was no growth after the 5th day. The patient was restarted on a different machine and treatment completed successfully with new supplies. The biomed tested the machine and found no faults. The fa stated that the dialyzer was available to be returned to the manufacturer for physical evaluation.